Event description:
Reporter indicated that vns pt had passed away. The pt was reportedly complaining of pain in the stomach area on the day of their death. Cause of death is not known at this time. Device diagnostic testing after death was within normal limits and the device settings were confirmed as being set to prescribed parameters. The device was swiped with the magnet to confirm magnet mode stimulation cycling, but the data receive light on the programming wand only flickered once or twice instead or staying on for the whole stimulation time.

Event description:
Further follow-up revealed that an autopsy was performed. The death certificate listed the immediate cause of death as sudden death due to (or as a consequence of) coronary artery atherosclerosis and thrombosis. Other significant conditions contributing to death, but not resulting in the underlying cause was listed as history of epilepsy. The manner of death was listed as natural.